Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet bionic pancreas did not power on after charging, but the device powered back on once the user placed it on the charging pad during the call; the event was associated with battery functionality and described as a premature battery discharge concern that resolved with proper charging pad placement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with attention to the battery component and the initially suspected premature discharge. It was concluded; there was no problem detected.